Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was wheeled out and completed the procedure as planned. After that the customer restarted the system and worked normally. The philips field service engineer (fse) inspected the system and identified that table freely moving problem occurred when the emergency stop(e-stop) and there was no issue related to fluro. The philips engineer mentioned that the customer was uncertain about which e-stop had been activated, as there was two geometry e-stop, one located on the geometry and two on the edge of the ad7 table. Review the system log files and identified that the geometry emergency stop button was activated. The fse addressed to customer to make a better transparent barrier avoid unintentional activation of the e-stop button. After which, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Pressing the emergency stop button will halt all system movements in the examination room during an emergency. The philips engineer has verified that the reported issue was unintentionally triggered and mistakenly generated. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy, delaying the patient's procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) arrived onsite and after reviewing the device logs, found the emergency stop button was pressed. The fse covered the emergency stop button to prevent accidental contact. The device was returned to expected functionality.